Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad trace. Unit had minor scratched display window, cracked case near display window corners, battery tube threads, and reservoir tube lip and reservoir tube. Numbers did not ramped up on its own or scroll bar moving with no input noted.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The numbers on the screen were scrolling up on their own. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.